Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited crosstalk, which resulted in pacing inhibition. The patient experienced an arrhythmia. The ICD was reprogrammed. The patient was in stable condition.